Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately 3 days post implant, the physician suspected the patient suffered a perforation due to effusion observed. High threshold were observed on the right ventricular (rv) lead. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that the lead exhibited high impedance. The lead was inactivated and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.